Event description:
The pt is 75-yr-old white female, who was taken to the or on 12/20/93 for removal of a recurrent meningioma. The pt was prepped, a burr hole was made and the device was applied to remove the bone plate. During the process of cutting the bone plate, the blade passed through the foot plate and into the pt's frontal lobe. The blade created a 1 x 5 cm laceration. The remainder of the pt's surgery was uncomplicated. However, the pt was returned to or later that day for evacuation of a subdural hematoma near the site of the laceration. The pt has not done well postoperatively and remains in ICU on post-op day 9.